Event description:
It was reported by the customer that a bd pyxis¿ medbank had item ID on medication order which did not match what was stocked. The customer reported that the order was not showing at the cabinet, and ID did not match the item ID stocked in the cabinet which caused the issues. There was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a software issue. A technical support specialist stated that the medication with item ID that matches what is stock in the cabinet needs to be added, or possibly med-equivalents needed to be set up to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device. The UDI and manufacturer details were kept blank since the given asset information was found to be bd pyxis medbank facility software.